Event description:
As reported by our edwards lifesciences affiliate in denmark, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, there were difficulties inserting the 16fr esheath+ into the patient. During advancement of the delivery system with valve through the esheath+, the delivery system with valve became stuck and was noted to have exited the esheath+ at the side of the esheath+. The system was withdrawn as a single unit and a new system was prepared. There were no reports of an issue during the second implant attempt. The patient was noted to be doing well. There was no patient injury. It was believed that calcified femoral arteries was the cause of the event. The device was returned to edwards lifesciences for evaluation. Evaluation of the returned sheath device revealed the liner was torn the entire length. There was also one strand observed approximately 16 cm from the strain relief. The liner strand measured approximately 2 cm in length.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-05777 for details of the other event. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events are captured in an edwards lifesciences engineering summary and technical summary and applies to this complaint. Additional assessment of the failure modes are not required at this time. The device was returned to edwards lifesciences for evaluation. Visual evaluation revealed the esheath+ device had been returned with the distal part cut. The cut part was not returned. The liner was observed to be torn all along the entire length of the returned sheath shaft. There was a liner strand at 16 cm from the strain relief. The liner strand measured 2 cm in length. There was a kink in the sheath shaft at 11 cm from the strain relief. There were scratches noted along the sheath shaft. The sheath hub was disassembled to release the valve. A dimensional testing was also performed on the returned device. As the flex tip of the delivery system is the largest component that enters from the sheath, its outer diameter was measured, and the measurement was found to be within the specification. The liner thickness was also measured along the liner tear, and all measurements were found to be within the specification. There was imagery provided for evaluation. A review of the provided imagery revealed a liner tear and liner strand. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the inability to advance the delivery system with valve through the esheath+ was confirmed based on evaluation of the returned device and the provided imagery. The available information suggests that patient factors (calcification and tortuosity) likely contributed to the event as it was indicated there was a moderate degree of tortuosity and an extreme degree of calcification at the access vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches that were observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks were also observed along the sheath shaft which can be indicative of the presence of vessel tortuosity. In regard to the esheath+ liner puncture and liner strand, these events were also confirmed based on evaluation of the returned device and provided imagery. The available information suggests that procedural factors (high push force) likely contributed to the event. It is possible that additional device manipulation to overcome the resistance may have been applied during the procedure resulting in damage to the esheath+. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the esheath+ liner leading to the liner tear and liner strand. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to sheath shaft kinks. Excessive manipulation can lead to sheath shaft damage (such as kinks and scratches) if compounded with vessel calcification and tortuosity. In regard to the difficulty introducing the esheath+ in the patient, this event is an identified hazardous situation associated with the transcatheter valve replacement procedures. To promote successful introduction of the esheath+ and introducer, design requirements and drawings include smooth transition between the sheath tip and introducer shaft (with a nominal defined gap), sheath tip and shaft materials selection and sheath/introducer dimensions, 0.035" guidewire compatibility, adequate sheath-introducer locking feature, and no premature opening of the distal tip or seam of the esheath+ during introducer insertion. The esheath+ was verified and validated including for lubricity and durability of the hydrophilic coating. Mitigations include visual and dimensional inspections of the sheath, introducer, and hydrophilic coating, sheath kink testing, guidewire compatibility, and bond strengths. Edwards also provides guidance and instructions on visualizing and assessing vasculature, device preparation, and proper insertion techniques in the instructions for use (IFU) and training/refresher training materials, including adequate hydration of components, use of 0.035" guidewire, and appropriate orientation of the esheath+ seam in the vasculature. The training materials also note that insertion push force can vary due to the angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. A review of prior closed similar events that were able to be confirmed indicates that patient factors can contribute to sheath advancement difficulty. Furthermore, the review did not identify an edwards related defect that may have contributed to the events. Patient factors such as calcified and tortuous patient vasculature can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the patient access vessel can act as physical obstacles. In addition, vessel tortuosity can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. In this case, the difficulty introducing the esheath+ in the patient was unable to be confirmed. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. In addition, there were no IFU/training deficiencies identified. Investigation results suggest that patient factors (calcification and tortuosity) may have caused the difficulty to introduce the esheath+. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk assessment (pra) nor corrective or preventative actions are required.